Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system device exhibited a black screen with clicking noise and failed to power on after reboot and power cycle attempts. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 caused the station to fail to boot and remain on a black screen. A field service engineer (fse) isolated the faulty drawer by disconnecting each drawer sequentially and identified the source impacting system power. The affected drawer controller and module pyxis bus board were replaced. Power was restored, and led indicators and communication were verified. Full operational testing of the drawer and station was completed successfully. The system functioned as intended after the field service engineer repaired the device.